Event description:
This device was implanted on (B)(6) 2010 and was explanted (B)(6) 2018 due to infection. The physician was dr. (B)(6) at (B)(6) medical center in (B)(6). No other information is available. This report reflects information received by FDA in the form of a notification per 803.22 (b)(2).